Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for a software error. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: cc-cpl-2019-00868. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported issue with software alarm was confirmed by the technical log that was read out from the returned monitoring pc board. The log shows that an alarm indicating disable valves was also generated in connection with software alarm. According to the log file the breathing subsystem software had been locked in the wrong state. The breathing subsystem software that controls and regulates flow and pressure did not go to ventilation state which leads to a mismatch between the two subsystems. No flow or pressure will be delivered when this failure occurs. The investigation of the returned monitoring and control pc board did not reproduce any errors; the parts are working according specification. This error is a software flaw. To prevent this issue from occurring, the software has been improved.